Event description:
Note: the date of event is unk. It was reported to boston scientific corp. In 2008, that several weeks after placement of a corflo cubby low profile gastrostomy device, the device button locking adapter cracked. Reportedly, the device was placed (unk product/MFR). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although, the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.